Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient had a sensor failure during warm-up and had a hypoglycemic event because the insulin pump had continued to deliver insulin. At 10:00 pm, the patient had inserted a new sensor in the arm and then gone to sleep. While the patient was asleep, his insulin pump had continued to administer insulin. One to two hours later, the patient's mother noticed on her follower app that the patient was not receiving readings on the cgm due to sensor failure and called the patient to check on him. When the patient answered, the reporter stated that he had become hypoglycemic and was exhibiting symptoms of disorientation, confusion, and dizziness. He was also unable to communicate well. The patient was unable to indicate whether he received the sensor failure alert as was he asleep at the time and did not notice. After the reporter talked to the patient, she called her neighbor as well as a paramedic to tend to him. The patient's neighbor reached the patient first some time between 12:00 am - 1:00 am and treated him with juice. Paramedics arrived soon thereafter and measured the patient's blood glucose level. They determined that the patient's blood sugar was stable so no further treatment was administered. The paramedics remained present until the patient recovered and then left. The patient was in stable condition at the time of contact with a blood glucose value of 9.0 mmol/l. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.